Event description:
The customer reported that the system shoots black with a bright white line through it. This describes a collimator close down which will render the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board was replaced and the system software was reloaded. The system was then found to be operating as intended.